Event description:
It was reported that, during a left ankle syndesmosis repair, the implant did not have a toggle suture to seat the oblong button. The case was completed with another version of the device; a second incision was necessary to have better access to place the button properly (flat). Follow-up with the reporter provided info that the patient's quality of bone was average. The surgery was completed successfully. The report stated this was the surgeon's first time using the device. No further patient info was provided at the time of this report or in response to follow-up communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but was not returned because it was discarded, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is the toggle (white) suture may have been pulled off during insertion; if this occurs, the button cannot be passed without the suture and a second incision would then be needed. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.